Manufacturer narrative:
Due to character limit inthe e1 section the full event site name is : (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, for assistance with an intermittent unable to update timing alarm. Screenshot of the iabp monitor showed several issues. 1) the ECG tracing was poor, 2) the arterial line tracing was damp showing low pulse pressures and 3) there was kink in the catheter as evidenced by the flattening of the iabp waveform peaks. The esp personel explained these issues and asked that vanessa switch out the electrodes adding doppler gel for increased conduction, flush the inner lumen with the pump on standby for 15-20 seconds, and assess the patient site and lines for any visible kinks. User who called was not the bedside nurse and said the patient was sleeping so they do all this later. The esp personel encouraged user to call back or send new photos of the monitor as she completed these interventions. The call was ended. No harm or injury reported.